Manufacturer narrative:
B.7 added information that was omitted from the initial report that was submitted. H.11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ investigation summary: the investigation has been completed. Major bleed: the cause of the injury was not determined since the product was not returned and insufficient clinical details provided. Device history review: the pump passed all the post sterile inspection checks.

Event description:
The user facility reported that during impella cp, there was oozing noted around the insertion site, and positioning alarms were noted so an echocardiogram was ordered. The depth was measuring at 5 centimeters but the medical doctor stated that he will not reposition the pump because he likes the waveforms and that the patient has more fluid to give. One unit of packed red blood cells was being transfused for hemoglobin of 7 and fem stop was in place currently with good hemostasis noted upon my rounding. The plan was to explant the pump which was done.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.